Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was cracked. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2018 with the following findings: during investigation, the battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped and was unable to fit to maintain an electrical connection. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. The alleged ¿short battery life¿ complaint was unable to be adequately investigated. The pump cover was removed, and no further moisture ingress or any intermittent conditions were found to the printed circuit board.